Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2018-03552. It was reported that the patient experienced pain since the implant of her device on (B)(6) 2018. Reportedly, the drg leads at l4 and l5 were protruding through foramen and pressing on drg which caused pain. X-rays confirmed this issue. As a result, the patient underwent surgical intervention on (B)(6) 2018 wherein the drg l4 lead was replaced and the l5 lead was relocated. The l3 lead and ipg were left implanted.